Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that approximately one week post op, an infection developed under the incision with subsequent dehiscence. The patient was prescribed antibiotics with wound drainage.